Manufacturer narrative:
(B)(4). Concomitant medical products - reported as dextrose-water 5%, saline, or ringer's lactate solution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo set was involved in an over infusion incident. The reporter stated that the flow rate was unable to be adjusted using the roller clamp. The user had turned the roller clamp wheel down during or before patient connection, then left the patient while the infusion proceeded, and then returned a few minutes later to find the bag empty. The solution over infused was either dextrose-water 5%, saline or ringer's lactate solution using gravity. There was no damage noted with the roller clamp. There was no medical intervention associated with this event and no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 4, 2015 to september 5, 2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Pressure test and clear passage under water was performed with no issues noted. Functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.